Event description:
On (B)(6) 2021 my heart doctor inplant pacemakers defibrillator and the pack never heal right, so it got infection. So the doctor had to take all that out of me, so much painnow they are sayingthat it was a malfunction of biventricular implantable cardioverter defibrillator (ICD). Generator initial bioventricular (ICD) "cla-eml" t82 111a. So this is why I'm complaining about this. I'm not happy with all the pain I had put with. I have all of the medical records.